Event description:
A malfunction was reported on the customer's pump, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump while being informed to call back if any issues reoccurred.